Event description:
It was reported that, "the patient complained that her hip was squeaking so the surgeon revised."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.